Event description:
The following has been reported by customer: the medical and nursing staff reported possible damage to the equipment, indicating that the infusion pump had been programmed with an infusion rate of 4.1 ml/h in 100 ml, and when the family member reported the situation and the head nurse checked the programming, it appeared to be set at 41 ml/h. The staff stated that the pump changed the programming autonomously and pointed out that this was not the first time that a similar event had occurred with other equipment, although they had not been notified. Subsequently, the equipment was removed by the institution's biomedical engineering department, which carried out infusion tests in which no alerts, faults, or discrepancies between the programming and what was actually infused were identified. Nevertheless, considering that the case description attributes responsibility for the event to the equipment, a detailed review and extraction of the pump's data history for (B)(6) 2025, between 2:00 p.m. And 4:00 p.m., is requested. It is indicated that the patient did not suffer any harm; he only required continuous monitoring and oxygen supply through a nasal cannula at one liter per minute to prevent any complications. His current condition is stable. Date and start of programming: (B)(6) 2025, at approximately 12:00 p.m. Approximate end date and time: (B)(6) 2025, at approximately 4:00 p.m. The infusion was stopped by the user's family member when the medication was almost finished, with approximately 20 cc remaining. Infusion rate: 4.1 ml/h total volume to be infused: 100 ml the doctor ordered morphine to be administered at a rate of 4.1 ml/h for 24 hours. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. An infusion at 41ml/h with a 100ml vtbi (volume to be infused) started at 2:20 p.m. Until 2:43 p.m. And then restarted until 4:53 p.m. Without any change in flow. The pump infused at 41ml/h as programmed. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. Each identified infused volume was in line with the device programming. The pump infused at 41ml/h as programmed. No infusion at 4.1ml/h was found. See attached investigation report for details of infusion setting and infused volume. As per provided quality control certificate, no dysfunction of the device could be found. All tests carried out on the pump are compliant. It's recommended to performed a regular cleaning to prevent future contamination as the device found dirty in several areas. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.